Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation however photos were provided. Visual inspection observe that the cone of the return male luer lock (mll) was broken. The observed leak was likely due to the broken mll cone. The reported condition was verified. The cause is a design issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold taaron 6.7it was reported that during treatment with a prismaflex m150 set, an external fluid leakage was observed from the damaged return line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.